Event description:
It was reported by repair work order that the track was coming apart which could effect stair engagement. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.